Event description:
Additional information received reported that the patient¿s stimulation could be strong and sometimes she could not feel it, even though she did not adjust stimulation. The patient was not able to really establish when the stimulation changed. The patient felt stimulation in her knee, but was supposed to feel stimulation in the low back and feet. The patient noted that she had a knot in her back, around the shoulder blade area and she could feel it especially when standing as it felt like a big cramp. It was noted that it started three weeks prior to the report and that depending on how the patient moved, she got pain. The patient fell three times in the prior two weeks and broke her foot three weeks prior to the report. The patient recalled laying on the table to be scanned and feeling stimulation in her leg while being scanned. It was noted that the symptoms had a gradual onset. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) saw the patient on (B)(6) 2015. The patient's battery was dead and they were not able to read or verify device details during the interrogation. The device was at end of service (eos). They were attempting to schedule a replacement with a surgeon, but her insurance did not usually authorize spinal cord stimulators (scs). The patient was not receiving effective therapy because the battery was dead.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v018134, implanted: (B)(6) 2007, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the last winter the stimulator ran crazy. There were multiple falls in the past 6 month prior to the report; the patient didn't have all the exact dates. The patient fell a little over a week ago. The patient had high blood pressure 3-4 years prior. The implantable neurostimulator (ins) was moving around in the body; the ins moved around. The patient noted it ran crazy and did not do anything for the pain. The patient moved around just right and it just started working. The patient noted it was supposed to go down the legs and feet and it did but ran when it ran. The patient fell down and every time they fell the thing moved around. One of the falls was in (B)(6) they fell again about 3 times. The patient fell twice on saturday prior to (B)(6) and the first time they were alone and later that day they fell and standing out in the dining room talking to family and the next thing they knew they were on the floor. They had been to the emergency room in (B)(6) because of the fall. They had fallen down so much in the last 6 months they had to call the ambulance and had to come get the patient off the floor because they couldn't get themselves up. It was reported that there was stimulation in the wrong location. Sometimes the stimulator stimulated near the breast. Then they hit the floor two weeks prior. The last time the patient fell they were fainting. Their blood pressure got high and the dentist needed to pull a tooth but could not because of the high blood pressure. The falling had something to do with their blood pressure. The patient had an appointment with the healthcare provider (hcp) the next day after the report. The patient had neuropathy in their feet and legs. It pulsated one time and the next time it just ran someplace else. This started the last winter prior. The patient hit their head twice the saturday before (B)(6). That fall made the patient goofy. The stimulator made the patients knees buckle and they passed out for a while during the fall. The patient didn't heal really well. The patient rescheduled programmer appointment with the manufacturer representative. Further information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported a patient had a loss of therapeutic effect. The patient also had pain at their implantable neurostimulator (ins) site. This started about 3-4 weeks prior to the report. It was said if the ins was working it was not covering her pain. The patient had increased baseline pain, a lot of pain in back, and sharp pain. It was noted that these symptoms occurred following a fall. It was also noted that the patient keeps falling down. The patient started falling 3 weeks ago and falls about once per day. The week prior to the report, the patient fell and broke her arm, wrist, and hand in the same fall. Since the patient¿s fall last week, the pain is worse, she was in tremendous pain. She has an awful time getting around and has been doing extra walking at (B)(6) hospital. The patient also fell this morning. It was also reported the patient¿s programmer was lost or stolen. A replacement device was ordered. The patient later reported pain in the low back, right hip, and down the leg. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.